Event description:
Customer reported the self-adhesive was wet, his blood glucose was too high- 400 - 500 mg/dl. Customer complained of leakage in the ac rapid d link cannula. No adverse event reported. A request was made for the return of the device.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.